Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was to be used to deliver an unspecified volume of total parenteral nutrition, at an unspecified rate, via a gemstar pump. At an unspecified time prior to patient use, an unspecified volume of solution leaked from the smallest button of the filter of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. One sealed device was received and evaluated. The device passed testing. No leak of solution was noted. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.